Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) to report that falsely elevated cancer antigen 27.29 (br) results were obtained on two patient samples on an advia centaur xp instrument. Calibration and quality controls (qc) were acceptable at the time of the event. MDR 2432235-2022-00209 was also filed for the same issue. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse viewed the error log and found ancillary probe vertical misposition and reagent 2 (r2) probe pack to cuvette misposition errors. The cse checked the r2 probe and found no issues. Then the cse cleaned and lubricated both horizontal and vertical guide rails, confirmed the r2 alignments and made minor adjustments. Then, the cse found a bent ancillary probe, replaced the ancillary probe, cleaned, and lubricated both ancillary and sample guide rails, and performed alignments. Next the cse found the ancillary communication cable being hooked by sample arm, therefore the cse removed the cable and adjusted to avoid the sample arm. Then the cse performed a cuvette empty and fill which was acceptable and homed the system. The customer ran all qc; however, br was still showing erratic results. During a second visit, the cse inspected aspirate probes, confirmed good fluid dispensing from all wash station ports, and confirmed no leaks at the wash manifold. Then, the cse performed dark counts with and without cuvettes which were acceptable. Next, the cse performed background tests for contamination and found both dry and wet water tests out of tolerance. Then, the cse decontaminated and refilled acid and base fluid systems, refilled wash 1, and decontaminated and primed system. Following the prime, the cse replaced both water filter and degasser, performed cuvette ring empty and fill, and reran background tests with improved results. In subsequent visits, the cse replaced the dispense port 1, 2-way valves, all aspirate probes and guides, aspirate probes pinch valves, acid and base reservoir, tubing, pumps, 2-way teflon valve, reservoir connector and corresponding probes, direct plumbing kit, inlet tubing, degasser, water filter, and r1 probe. The cse also performed dark counts, which recovered within ranges. Additionally, the cse performed an acid and base decontamination and water decontamination. In addition, the cse flushed the system with water and performed 5 replicates of qc levels 1 and 3, which recovered acceptably. The cse also secured the connection between onto fluidics giob board, repaired the tubing to wash block for resuspend wash 1. The customer calibrated the assay and ran qc, which passed. The cse ran a precision study, which passed. No further precision issues were observed by the customer since the cse visit. Siemens concluded that system contamination potentially caused the falsely elevated br result. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A falsely elevated cancer antigen 27.29 (br) result was obtained on a patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated on the original and an alternate advia centaur xp instrument and recovered lower than the initial result. The repeat result was reported to the physician(s), as the correct result. There are no known reports of patient intervention or adverse health consequences due to the discordant br result.